Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(6), ubd: 10-feb-2029, UDI#: (B)(4), product ID: 977a275, serial/lot#: (B)(6), ubd: 10-feb-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Caller stated the patient is in need of an MRI and they are not able to connect to the ins. Upon attempting to connect, it was discovered the patient had their leads cut two months ago, and they have not charged, nor are able to charge to place in MRI mode. All external equipment was working as intended. Caller plans to have the patient follow up with their physician. Additional information was received from the healthcare provider (hcp) stating that the patient reported to them that the device was not effective anymore. Patient then underwent an unspecified surgery. During this, the hcp reports there was no way to retain the stimulator leads, and during the course of surgery, the leads had pulled out of the spinal cord. Hcp indicated that they did not have the flank prepped to remove the battery, so they cut the wires as far back as they could. There was no wire in the cord anymore.